Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-apr-2023 h6: investigation summary four samples were returned for investigation. Through visual inspection, the customer complaint was confirmed. Three of the four samples had separated at the filter. No damage was seen to the tubing, and no solvent could be seen. A device history record review for model 10013902 lot number 22089085 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 04aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause of this failure has been determined as assembling the set without use of fixture to ensure the correct insertion of tubing in the component.

Event description:
It was reported while using bd smartsite¿ extension set needle-free connector the tubing separated from the adaptor. This report is for event 3 of 3. There was no report of patient impact. The following information was provided by the initial reporter: three 0.2 filter malfunctions in the past week. No chemo was in the filter. Could you describe in more detail what happened with the product? The product tubing came apart from the plastic filter could you possibly provide the lot number? This error has occurred 3 times. I have all 3 tubings. I can only provide lot #s for 2/3 events. 2 of the tubings have the same lot number (10)22089085. Could a date of event be provided for the three occurrences? 3/15/2023, 3/8/2023, 3/13/2023, was there any patient impact/harm? If so was there any need for any medical intervention or treatment? All filters came apart before chemotherapy was started. Chemo spill could have resulted.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set needle-free connector the tubing separated from the adaptor. This report is for event 3 of 3. There was no report of patient impact. The following information was provided by the initial reporter: three 0.2 filter malfunctions in the past week. No chemo was in the filter. Could you describe in more detail what happened with the product? The product tubing came apart from the plastic filter could you possibly provide the lot number? This error has occurred 3 times. I have all 3 tubings. I can only provide lot#s for 2/3 events. 2 of the tubings have the same lot number: (10)22089085. Could a date of event be provided for the three occurrences? On (B)(6) 2023. Was there any patient impact/harm? If so was there any need for any medical intervention or treatment? All filters came apart before chemotherapy was started. Chemo spill could have resulted.